Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  Investigation results suggest/indicate, as per medical opinion the cause of the pvl was progressive dilation of the aortic root and cardiac structures (cardiac remodeling). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), approximately 7 months post implant of a 26mm sapien 3 valve in the aortic position, elevated ¿jvp¿ and hf symptoms were found during a routine follow up visit. Subsequent echo demonstrated new moderate to severe pvl. The valve was dilated with a 26mm delivery system balloon. This was successful in reducing the pvl from moderate-severe to trace-mild. No significant central leak was detectable by trans-thoracic echo. The patient is recovering well with anticipated next day discharge.